Manufacturer narrative:
H3:product analysis:evaluation determined that bearing detachment . The likely cause of the failure could be due to bearing , output subassembly , internal parts were found corroded. It was also noted that the driver found jammed. ¿this regulatory report is being submitted due to retrospective review through CAPA 672570.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-operative preparation for use of the product, a bearing problem was identified, specifically that a ball bearing had fallen out and was missing. It was reported that there is no patient involvement.